Manufacturer narrative:
(B)(4). Unit was received with a blank display due to moisture damage electronic assembly. Unable to perform displacement, sleep current measurement, active current measurement, and self tests due to blank display. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump was exposed to moisture. Customer stated the insulin pump was not dropped. Customer stated there are cracks in the insulin pump. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.